Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx4175 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the gray introducer in the PICC kit was too flexible to insert into several patients. It was stated it bent to a 90% angle on attempted insertion. The rn said the introducer from the extra micro introducer kit (orange in color) is much stiffer and easier to insert in muscular individuals.